Event description:
The customer reports since receiving their gastrointestinal videoscope back after a repair, the scope has been used several times over a 13-day period. It was reprocessed after use and used again. On three occasions since the repair the customer reports debris was noted from the biopsy port when the physician advanced biopsy forceps through it. On two of these occasions, the debris was stuck to the biopsy forceps, and on the third occasion, it fell into the stomach. On all occasions, the debris was removed using the biopsy forceps that were in use (and had pushed the debris from the port). There were no adverse effects to the patients as a result of these occurrences. No intervention or treatment was required. All patients were contacted after discharge and indicated no complaints. The scope was leak tested then manually cleaned and high level disinfected per the manufacturer instructions for use. One of the three procedures was completed with the suspect scope. The other two procedures were completed with different scopes. There were short delays in the procedures, but this did not affect the patient. Case with patient identifier (B)(4) reports occurrence one of three, case with patient identifier (B)(4) reports occurrence two of three, case with patient identifier (B)(4) reports occurrence three of three.

Manufacturer narrative:
The device referenced in this report has been returned to olympus for evaluation. The investigation is ongoing. Physical evaluation of the suspect device shows: this instrument and forceps channels did not pass the leak test. There is play in the control knob, there are dents and scratches in the cover plastic. The adhesive rubber is cracked on both sides. The bending section and control body are dry. The user's report of debris from the forceps channel is possible if the scope was not adequately cleaned and reprocessed after the previous use. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Manufacturer narrative:
This report is being updated to provide new information reported by the customer.

Event description:
Update: new information reported: the debris did not fall into the patient. The debris was noted on the biopsy forceps only. The intended procedure was an esophagogastroduodenoscopy (egd). The intended procedure was completed with a different scope.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the foreign material could not be removed during proper reprocessing due to physical damage of the device. However, the specific root cause could not be determined at this time. The event can be detected/prevented by following the instructions for use (IFU) which state: refer to "inspection of the instrument channel". This supplemental report includes information added to h4. Olympus will continue to monitor field performance for this device.